Event description:
Received product complaint concerning above product from director of nursing. States pt treatment initiated as usual. Shortly thereafter, pt notified staff of bleeding around venous needle insertion site. Attempts at stopping bleeding unsuccessful, needle removed, pressure applied. Recannulated, treatment resumed without further incident. Estimated blood loss approximately 60-80cc. Pt tolerated event well, no injuries reported. The actual sample is available. Medwatch filed for blood loss only.